Manufacturer narrative:
Follow-up #1 date of submission 05/21/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: evaluation revealed that the bolus button cover detached/missing. A review of bolus history shows all bolus¿ delivered were normal bolus¿. There were no audio bolus¿ recorded in the bolus history. The pump was exercised for 24 hours and no programmed bolus¿ recorded in the pump history. Accuracy flow test was completed without any delivery defects found; no programmed bolus¿ recorded during flow accuracy testing. Review of basal history and total daily dose history indicates basal deliveries are correct as programmed set by user. Bolus¿ in bolus history add up correctly to the total daily dose history. There was no damage found to the keypad. All buttons responsive during investigation, no hypersensitive keys found. The keypad was removed; no damaged/misaligned contacts or evidence of contamination found under the button contacts. Investigators were unable to confirm or duplicate complaint of unexplained bolus deliveries during this investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Correction to the patient did not experience a seizure.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient was treated in the hospital for loss of consciousness and seizure. The patient¿s blood glucose (bg) at the hospital was reportedly 168 mg/dl. The patient¿s blood tests, MRI, and x-ray reportedly all came back normal. The patient was reportedly treated with IV fluids and oral carbohydrates. Customer technical support reviewed the pump with the reporter. All basal settings and histories were found to be correct. Troubleshooting indicated that there were extra bolus records in the pump history that could not be explained. An air bolus was performed during troubleshooting and was accurately recorded. This complaint is being reported because the patient allegedly experienced hypoglycemia requiring medical intervention associated with extra boluses that were not programmed by the user.